Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Device trace download analysis confirmed the device alarmed power error alarms. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected alarm. The customer¿s blood glucose level was 150 mg/dl at the time incident. The insulin pump will not be returned for analysis.